Manufacturer narrative:
Problem statement: the device alarmed when the failure occurred.

Manufacturer narrative:
Patient information was requested; none was available. Disruption or loss of data transfer across the da pcba to mc pcba ribbon cable may cause the ventilator to detect a communication failure and shut down. Failure investigation will not be performed as this failure is being addressed through a voluntary recall.

Event description:
The customer reported a machine and proximal pressure sensor failure. There was no patient harm.